Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-may-2024, it was reported that the patient faced that there was blockage infusion set which results insulin flow blocked alarm. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states.